Event description:
It was reported that the pump touchscreen was frozen and unresponsive. There was no reported impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.